Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal pump head decoupled from the centrifugal drive motor. A different drive motor was employed. The user experienced the same problem with the new motor. It appeared the speed and flows both fluctuated on their own. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.